Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Materiovigilance report ((B)(4)) was received with the following information: a (B)(6) male patient with cervical intra-epithelial neoplasia had a cc1sb licox oxygen micro-probe inserted without issue. It was reported that value of tissue oxygen pressure (ptio2) was under one (1) and test of negative hyperoxia <1 under 100% which was interpreted as wrong placement of the probe on CT (in infarcted area). They decided to remove the probe and place an external ventricular drainage because the oxygen values were useless (<1). When the probe was removed, after ablation of the screw, it was discovered that the probe was broken/cut and still inside the plastic introducer of the screw. Another licox probe was placed in the opposite side (controlateral). There were no clinical consequences observed due to this event. The hospital team considered the licox probe not working correctly and wondered if it was cut during insertion or screwed too tightly.

Manufacturer narrative:
Only the bolt component of the introducer was received for evaluation, with around 6cm of licox probe still inserted in the bolt. Removal of the probe part showed the catheter was twisted at the level of the broken area. From the available information, the probe was not functional when placed. The device history records review of the (B)(4), lot 209657 did not reveal any anomaly that could explain the reported event. The reported complaint was confirmed. The most likely cause (as suggested also by the user) is an excessive tightening of the compression cap onto the bolt: this hypothesis matches the visual appearance of the probe and the location of the probe breakage. As stated in the device instructions for use, the distance between the wings of the bolt and compression cap is small when tight, approximately 2 mm. (B)(4).

Event description:
N/a.